Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was used for the patient who had received a cardiovascular surgery. After the battery was replaced, the epg was in vvi pacing mode at forty-five paces per minute (ppm) with the output setting of five milliamperes (ma). Indication of low battery was not observed at the time of inspection two days later. Because of an elevation of the patient¿s heart rate to 180 beats per minute (bpm) due to atrial fibrillation, a cardioselective beta-blocker was administrated. Subsequently, the patient¿s rhythm became slowing. When the epg was inspected the following day, its operation was judged as normal. However, confirmation for indication of low battery was not performed. About an hour later, the patient's state of cardiac arrest was confirmed. The epg had lost power and was not delivering pacing to the patient. Following the start of cardiac massage, the patient resuscitated. A decrease in voltage of the battery was confirmed by the medical engineer immediately after. It was recommended that the epg be returned for service and analysis, but its current status is unknown. No further patient complications have been reported as a result of this event.